Manufacturer narrative:
Updated information: d3 MFR fax number added. D4 serial number, catalog number, and UDI number updated. D9 device return date added. G1 MFR site name, danvers, removed. H3 changed to yes. H6 component code changed to g07001. The investigation for the hemodynamic instability has been completed. The cause of the injury was not determined due to insufficient clinical details. The investigation for the high purge pressure has been completed. The cause of the high purge pressure was due to biomaterial based on returned product analysis, however, the exact cause of biomaterial entry into the pump could not be confirmed as no data logs were returned for evaluation.

Event description:
Clinical narrative: a 34-year-old female with heart transplant rejection and a pre-support clinical state consistent with scai shock stage d was supported with an impella rp flex device percutaneously via the right internal jugular vein on (B)(6) 2026 at 21:15. During support, an rn reported purge pressure (pp) >1000 mmhg and purge flow (pf) <1 ml/hr. The potential causes were discussed, and the rn indicated that the facility has a tpa protocol and would discuss management with the physician. The provider reported that the facility¿s newly implemented act point-of-care testing system (hemochron) yields act values approximately 25¿30% different compared to their prior istat system despite appropriate calibration and quality checks. The impella rp flex was explanted on (B)(6) 2026 at 12:50, and the patient survived. Product return status is unknown. Device involvement cannot be fully assessed without product evaluation and device return.based on the available information, this complaint pertains to a perceived labeling/user interface concern regarding act target reminders relative to variability between act point-of-care systems; the device was removed without confirmed malfunction, and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.